Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). Carefusion field service engineer (fse) was dispatched to evaluate the device. At this time, the device has not been returned to carefusion¿s failure analysis lab. Fse report: carefusion field service engineer (fse) reported fan was faulty and replaced the fan. A performance verification test was performed and the device passed.

Event description:
Physical injury the customer reported the vela ventilator was displaying fan failure. The reported issue occurred during patient use but it was reported no patient harm/injury. The customer requested a field service engineer (fse) to evaluate the device.